Event description:
It was reported that the insulin pump was not delivering the correct amount of insulin and the customer experienced high blood glucose. The blood glucose reading was 273mg/dl. Troubleshooting could not be performed at time call as customer was eating and taking a bolus with the insulin pump. The customer was advised to call back to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.